Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that this case was a hemi hip with removal of a femoral nail and placement of a reclaim revision stem and endo head. The nail was removed without issue and the femur was propped for an 18x140 reclaim distal tapered stem and 85x20mm proximal body. While using the assembly tools, the surgeon tightened with the torque wrench until they heard the sound of the tensile bar breaking but when they disassembled the torque wrench setup it was discovered that the tensile bar did not break. They had an additional tensile bar so they loaded that into the assembly torque wrench and applied the wrench to the stem and distal body a second time. They heard the tensile break and then took the assembly wrench apart and visually confirmed that the tensile bar had broken. After that, the locking bolt was implanted and torqued and the case was completed. The difficulties with the first tensile bar added approximately ten minutes to the case. There was no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d4 expiration date.